Event description:
It was reported that during an unknown procedure, the device jammed. It is unknown how the case was completed. No adverse consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Jaws, lock out. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was received with the jaws in the closed position and without any clip inside the jaws. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. The batch record was reviewed and no anomalies were noted during the manufacturing process.